Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve and delivery system were advanced through the esheath with resistance. All devices were removed. The valve and delivery system were re-inserted and this time, no resistance was felt. The valve was deployed successfully. There was no withdrawal difficulty noted nor damage to any of the devices. Upon completion of the procedure, a small dissection of the rcfa was observed. A pta of the rcfa was performed and the dissection resolved.

Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed the access vessel minimum luminal diameter (mld) was undersized. The required mld for a 14fr esheath is 5.5mm. Tortuosity and calcification were present in the patient anatomy. A device history review (DHR) was not able to be performed since the device lot number was not provided. A lot number review was not able to be performed since the device lot number was not provided. Per the instructions for use (IFU) and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. Note: in expectation of high friction, use short movements. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the resistance complaint was not able to be confirmed since the device was not returned and no device imagery was provided for review. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformances was unable to be determined. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the valve and delivery system were advanced through the esheath and encountered resistance.' Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Review of case notes indicated that the patient's access vessels were tortuous and calcified. Review of 3mensio confirmed the presence of calcification, tortuosity and small access vessels (below minimum 5.5mm width) in the iliac arteries, which can lead to a challenging pathway for delivery system insertion through the sheath and cause non-coaxial alignment, impacting sheath expansion, leading to high resistance and high push force. These patient conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts/valve stuck in sheath. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against this in the future. Additionally, the sheath 'needed to be advanced deeper', which was likely true as the second insertion resulted in successful use. The procedural training manual states to 'ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries)'. Although a definite root cause could not be determined, available information suggests that patient factors (calcification/tortuosity/undersized mld) in addition to procedural factors (incomplete sheath insertion) may have contributed to the reported resistance between devices. The increased force used during the valve advancement may also have contributed to the reported vascular dissection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.